Event description:
It was reported that device was running without pulling the trigger when the battery was put on it and stops running when the trigger was pulled. It was noticed during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint for unintended motion was not confirmed as the device was not available for evaluation. It is possible, based on the event description and risk documentation, that the failure may be associated with a component failure. Device was not returned to manufacturing facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing.  An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that device was running without pulling, the trigger when the battery was put on it and stops running when the trigger was pulled. It was noticed during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that device was running without pulling the trigger when the battery was put on it and stops running when the trigger was pulled. It was noticed during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.